Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had a retraction issue. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had a retraction issue. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2026-00266 is a duplicate of report 1024879-2026-00284. Therefore, please disregard report 1024879-2026-00266.